Event description:
Additional information was received. It was reported no further actions or interventions would be taken to resolve the extreme positional variability in stimulation intensity, burning sensation near the anchor sites and out of range impedances. The issues have not resolved and there was a pending neurosurgical consult.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#/serial (B)(6),implanted: (B)(6) 2017, product type lead product ID 977a260, lot#/serial (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260 lot# serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-aug-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had extreme positional variability in stimulation intensity. Also the patient reported burning "near the anchors" but they indicated that this only seemed to occur when the 0-7 lead was stimulating. There were no known factors that contributed to the issue. Impedances were checked and two electrodes were out--4 and 6. These electrodes are not being used to provide stimulation. The rep added a program that did not use the 0-7 lead in an attempt to avoid the burning. A flurosocopy of the leads showed nothing anomalous. The managing physician was referring the patient to a neurosurgeon for a potential paddle lead placement. The issue was not resolved at the time of the report.

Event description:
Additional information was received. It was reported the stimulator was not working, adaptive stim did not work and there was another wire with impedance that was off. The patient stated they had broken wires now. They were not getting the right amount of stim to keep the pain down. The patient reported they were supposed to have surgery on (B)(6) 2021 to put in a paddle but their doctor was sick so it was scheduled for the (B)(6). It was noted the patient's healthcare provider wanted to do the leads and ins, however they would be just doing the paddle lead.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had surgery on (B)(6) 2021 to put in a paddle. The patient reported that the issue wasn't resolved. Their insurance wouldn't replace the battery at this point. The battery was replaced 1.5 years ago. The patient noted that they were made aware of issues with the smalls leads in their body type in the past 8 months. The patient noted that this would be the 4th surgery in a year and a half and it was progressing their rsd. The patient wasn't convinced that it was only a lead problem.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.